Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and endometriosis ('endometriosis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have blood pressure abnormal ("blood pressure abnormal") and experienced abdominal pain lower ("cramping"), endometriosis (seriousness criterion medically significant) and discomfort ("uncomfortable"). The patient was treated with surgery (total peritonea excesion and tube removed and part of uterus, total peritoneal excision). Essure was removed. At the time of the report, the medical device removal, blood pressure abnormal, abdominal pain lower, endometriosis and discomfort outcome was unknown. The reporter considered abdominal pain lower, blood pressure abnormal, discomfort, endometriosis and medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and endometriosis ('endometriosis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced endometriosis (seriousness criterion medically significant), abdominal pain lower ("cramping") and discomfort ("uncomfortable") and was found to have blood pressure abnormal ("blood pressure abnormal"). The patient was treated with surgery (total peritonea excision and tube removed and part of uterus, total peritonital excision). Essure was removed. At the time of the report, the medical device removal, endometriosis, blood pressure abnormal, abdominal pain lower and discomfort outcome was unknown. The reporter considered abdominal pain lower, blood pressure abnormal, discomfort, endometriosis and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.